Event description:
The customer contact reported that the device alarmed with a s322 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted and an abnormal grinding noise was heard. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. Further testing found that the device produced an abnormal noise. The probable cause of the s233 malfunction and abnormal noise was a broken fan assembly. This report represents all the information known by the reporter upon query by hospira personnel.